Event description:
It was reported that (8) devices were used during a laparoscopic gall bladder. It was reported by the affiliate that the 511s from the tk12m kit had a torn gasket. There was no consequence to the pt.